Manufacturer narrative:
(B)(4). Actual sample was discarded by customer; however, a companion sample was sent in for evaluation. The root cause was undetermined. We were unable to explain the precipitate in the solution bag and degassing chamber. We have not received any complaints relating to precipitate in the solution leaving the solution bag or heater. We have performed numerous simulation studies both here in (B)(4) over the past year and we have never found the solution leaving the solution bags or heater to be cloudy. It is important that this product is used within 24hrs of activating the interchamber peel seal and mixing the solutions. However, without any further information on this complaint we are unable to provide a more complete evaluation on this complaint. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to (B)(4).

Event description:
This is a case, which was reported to baxter (B)(4) on (B)(6) 2009. The complaint was received from (B)(4) hospital and refers to an incident involving an accusol 35. The reporter stated that the bag was found to contain precipitate. The machine and circuit had been in use for more than 24 hours but less than 72 hours. It was noted that the solution leaving the bag was cloudy and after the solution had passed through the heater, it was extremely milky/creamy-like. There were 28 companion samples available. The actual bag was discarded. No patient injury has been reported/confirmed by the customer. The fluid was changed for a different batch and treatment resumed.